Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient could not get his stimulator to work after having it replaced. When it was replaced on (B)(6) 2017, all impedances were fine, and the patient¿s previous program was used in the new ins. Contact 3 was slightly higher than a normal implant (around 3 ,000) but that contact was not being used and the physician was notified. The patient stated on (B)(6) 2017 that he had turned the ins all the way up to 10.5 and could not feel any stimulation. The representative tried reprogramming but could not get any stimulation. Another impedance check was performed and most of the impedances were high. The patient was referred to a neurosurgeon for a possible full revision. No further complications were reported.